Event description:
Device was returned for repair only with a piece of the front end broken off and missing. Contact with the hosp revealed device had broken during a surgical procedure. Pieces were retrieved with only a 4 minute delay. No pt injuries resulted.